Manufacturer narrative:
Hologic field service engineer (fse) confirmed the issue on site. Fse cleaned the sample load station with 2% diluted bleach and distilled water to resolve the problem. Instrument was operational with no further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported they questioned results from one sars-cov-2 tma run on panther instrument sn (B)(4). The negative controls were valid and within range. But they did have higher than expected values compared to the other two panthers in the lab. Hologic field service engineer (fse) reviewed logs on site but did not upload them, therefore no wl ids were provided for further review. There was no indication of results reported to patients.